Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The pitch cable was broken at the instrument's wrist. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. An additional observation not reported was a dislodged conductor wire around the distal idler pulley. The wire insulation was not damaged. . Electrical continuity testing was performed and passed. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si myomectomy procedure, the cable broke on a permanent cautery spatula instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.